Event description:
Additional information noted that the data provided was not complete to provide analysis by boston scientific technical services (ts). Ts noted device replacement was recommended as it was not possible to confirm therapy.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains implanted. No adverse patient effects were reported.